Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas 8000 cobas e 602 module. The initial result was 21.39 ng/l and was not reported outside of the laboratory. The patient had been kept under observation at the hospital and another sample was drawn. This second sample result was 3.14 ng/l. The first sample was repeated and the result was 3 ng/l. The reagent lot number was 51134602 with an expiration date of 31-may-2022.

Manufacturer narrative:
The qc results for both levels were within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As there were abnormal aspiration alarms surrounding the event, the issue is consistent with a preanalytic handling issue. As the qc recovery was within specifications, there was no indication for a performance issue with the reagent or instrument.